Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator is not working on battery power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.